Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) and representative regarding a patient receiving intrathecal morphine via an implanted pump system. The pump pocket incision had discharge, and an infection was reported. An intervention/action taken to resolve the issue was "wound care", and the issue was resolved at the time of the report. The pump was explanted on (B)(6) 2015.